Event description:
Patient on the or table at the end of coronary artery bypass grafting x 3 and aortic valve replacement. Surgeon requested defibrillator set to 10 joules so he could restart the heart with internal paddles. Rn set switch to 10 joules, but the machine taken to clinical engineering department. When attempting to recreate the event, machine again set to deliver 10 joules and machine displayed 10, 20,or 30 joules to be delivered. When machine set to deliver 30 joules, it displayed 70 joules. Errors occurred intermittently.